Event description:
The customer reported the speech pathologist noticed during a patient swallowing test that there appeared to be a problem with cuff inflation. They deflated the cuff, but found that it would not re-inflate. The ICU resident was called to perform a non-routine tracheostomy change. They put in a cuffed/fenestrated shiley tube. The removed 8perc was run under water with soap and the ICU resident identified bubbles coming from a hole in the cuff itself.